Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure performed on (B)(6), 2012. According to the complainant, after the needle was passed down the scope and a sample was attempted to be obtained, the needle would not retract all the way back into the delivery sheath. The problem occurred while inside of the patient. They attempted to change the scope position and the needle would not retract back into the delivery sheath. A small portion of the needle was poking out of the catheter and when the needle was removed from the scope, a large hole in the inner lumen was found. They attempted another needle but with the hole in the scope, it would not pass. The case was aborted. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident that the device needle was difficult to retract. A visual assessment was performed. The needle was retracted when received, however, approximately 1mm of the distal tip of the needle extended from the end of the sheath. There was residue present on the returned device; the residue is consistent with bodily fluids. The working length was kinked approximately 8.5cm from the distal end. A functional evaluation was performed. When the handle was actuated, the needle extended and retracted. The needle would only retract completely into the sheath when the working length was held straight. Most likely, the kinked sheath and/or residue buildup inside the sheath impacted the ability of the needle to completely retract into the sheath. The most probable root cause is considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure performed on (B)(6) 2012. According to the complainant, after the needle was passed down the scope and a sample was attempted to be obtained, the needle would not retract all the way back into the delivery sheath. The problem occurred while inside of the patient. They attempted to change the scope position and the needle would not retract back into the delivery sheath. A small portion of the needle was poking out of the catheter and when the needle was removed from the scope, a large hole in the inner lumen was found. They attempted another needle, but with the hole in the scope, it would not pass. The case was aborted. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The reported event of needle failing to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.